Manufacturer narrative:
One (1) used list # mc330419, 102" connected to an unknown, extension tubing with y-micro clave were returned for evaluation on 2/3/25. As received a tpn solution inside the set was found. No physical damage or anomalies were observed. The sample was tested as per procedure and a leak from filter vent and filter cap was confirmed. Complaint of leaks can be confirmed. The probable cause was due to filter saturated.. The directions for use states: ivfe or tna (3-in-1) solutions containing lipids must be administered using a 1.2-micron filter. Sets with these filters should be changed at least every 24-hours. Lot history review could not be conducted because no lot number(s) was/were identified

Manufacturer narrative:
The device is available for evaluation; however, has not yet been received. D4: only di provided as lot number is unknown. Additional reporter: the stevens company limited lourdes bije 1 - 292236 nose creek blvd rocky view county ab t4a 3n7, canada lourdes.bije@stevens.ca 403-640-2858.

Event description:
The event involved a 102" (259 cm) pur standardbore/smallbore transfer set w/microclave® clear, dual check valve, 1.2 micron filter, luer lock where it was reported that total parenteral nutrition (tpn) line was noted as sticky and leaking noted at filter on set. There was unknown patient involvement, unknown patient harm and unknown delay in therapy.